Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned product revealed the guidewire in the catheter. The guidewire and catheter were thoroughly flushed with water using a syringe. As the guidewire was being removed from the catheter, it became stuck again at the distal tip of the guidewire. The distal end of the guidewire was flushed again to activate the hydrophilic coating, some resistance felt, the guidewire was completely removed with a foreign material present. The direxion catheter itself was inspected for any defects such as bumps, kinks or scratches that may have contributed to the guidewire friction. No defects found on the direxion catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a liver embolization procedure, the microcatheter was stuck on the guidewire. The target lesion is located in the liver. The physician flushed the direxion microcatheter before advancing over the 180 x 25cm fathon 16 guidewire. The guidewire got stuck inside the direxion microcatheter outside of the patient and the physician was not able to use either device in the procedure. The procedure was completed with another of the same device. No complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR#2134265-2014-01803. It was reported that during preparation for a liver embolization procedure, the microcatheter was stuck on the guidewire. The target lesion is located in the liver. The physician flushed the direxion microcatheter before advancing over the 180 x 25cm fathon 16 guidewire. The guidewire got stuck inside the direxion microcatheter outside of the patient and the physician was not able to use either device in the procedure. The procedure was completed with another of the same device. No complications were reported and the patient status is stable.